Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Device has not been received for analysis.

Event description:
The report concerns a (B)(6) year-old male. He had been using intermittent catheters from (B)(6) 2021 because of urinary retention. On the (B)(6) 2021, he was admitted to hospital with bleeding and a urinary tract infection (staph infection) and was treated with antibiotics. He was discharged after 5 days having recovered from the infection and is currently still catheterizing four times a day with a different brand of catheter. No additional information was provided.

Manufacturer narrative:
Section h clinical signs and symptoms code e1002 abdominal pain deleted. E1302 kidney and urinary tract - hematuria added. 9 closed samples of this lot arrived at production site for examination. All returned samples met specification.. The reviewed production documents did not reveal any nonconformities about this lot that could be related to this event.

Event description:
Subsequent to the previously filed medwatch report the following information has been updated. Patient age is 63 years. It was also reported the patient experienced sepsis.